Event description:
Boston scientific received information that during a procedure to implant a new device subpectorally, this chronic right ventricular defibrillation lead exhibited a high out of range shock impedance measurement when it was connected to the new device. During defibrillation threshold testing, the shock impedance was within range, but no defibrillation was obtained. An external shock was necessary three times. The suspected cause was that the lead may have been damaged when the new device was implanted subpectorally. This lead was surgically abandoned, and when a new single coil defibrillation lead was implanted, the initial defibrillation was successful. The procedure took longer than expected. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
At this time, no further information is expected regarding this issue. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure to implant a new device subpectorally, this chronic right ventricular defibrillation lead exhibited a high out of range shock impedance measurement when it was connected to the new device. During defibrillation threshold testing, the shock impedance was within range, but no defibrillation was obtained. An external shock was necessary three times. The suspected cause was that the lead may have been damaged when the new device was implanted subpectorally. This lead was surgically abandoned, and when a new single coil defibrillation lead was implanted, the initial defibrillation was successful. The procedure took longer than expected. No adverse patient effects were reported following the procedure.